Event description:
The reporter states that pump would repeatedly power down by itself during infusion as if it were being powered off. Pump would then power back up to the "home" screen without any alarms. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.